Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery for a two year old device. The existing cuff was too loose. During the procedure the existing cuff was removed and a new smaller cuff was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.